Event description:
It was reported that the customer had high blood glucose levels of 264 mg/dl. The customer has been hospitalized since the beginning of november for diabetes ketoacidosis. The customer was wearing the insulin pump at the time of the event. The customer also reported a blank display on the insulin pump. Troubleshooting was done. The customer did not have a new battery for the insulin pump to continue troubleshooting. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).